Event description:
It was reported that, "when the instrument was put into the chuck, it broke down by the chuck."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.